Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: as per customer's complaint of footswitch intermittently stops activating but does not loose pairing, this was due to low batteries. Replacement of batteries will correct the problem. However, the base plate is heavily rusted and corroded, and to correct this; the baseplate would need to be replaced as well. Since the baseplate cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. One possible reason is the device is five years old and could be considered fair wear & tear due to the device exceeded the normal life expectancy. UDI: (B)(4) - incomplete. Depuy mitek has been informed that the lot number is not available. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pedal had intermittent activation during a procedure. Procedure was completed using a wired footswitch. Procedure was not prolonged. No patient consequences. Device to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report h10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: as per customer's complaint of footswitch intermittantly stops activating but does not loose pairing, this was due to low batteries. Replacement of batteries will correct the problem. However, the base plate is heavily rusted and corroded, and to correct this; the baseplate would need to be replaced as well. Since the baseplate cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. One possible reason is the device is five years old and could be considered fair wear & tear due to the device exceeded the normal life expectancy. UDI: (B)(4). Depuy mitek has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Correction in investigation summary (adding device history review) as per the customer's complaint of the pedal had intermittent activation, the unit would not activate during testing due to a bad transmitter pcb, and replacement of the transmitter pcb would correct this. However, unit base plate is heavily corroded, also the housing is rusted; and repair would require replacement of the housing and base plate. Since the housing cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. Device history record could not be performed due to no access to a lot or work order number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.